Event description:
A customer contacted beckman coulter inc. (Bci) and stated there was a leak observed on the bottom of the lh 750 slide-maker. The leak was approximately 1ml of blood and appeared diluted with diluent located at the instrument's right tray. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds.

Manufacturer narrative:
The customer was wearing gown, gloves, and goggles. The customer cleaned the shuttle and rinse block area to resolve the problem. The lab declined service at this time and stated the issue had been resolved. Root cause for the leak could not be determined based on available information.